Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 1000 mg/dl with ketones. Reportedly, the cause was an unspecified health condition not related to the pump or supplies. Customer attempted to bring bg level down by delivering a correction bolus, manual injections, and after consultation with a health care provider, the customer's pump settings. The customer went to the emergency room (ER) where intravenous fluids and insulin injections were administered to address the elevated bg. The customer left the ER with a bg approximately 670 mg/dl. Subsequently, the customer was admitted to the hospital where intravenous fluids and manual injections were administered in attempt to resolve the elevated bg. Reportedly, the customer left the hospital on (B)(6) 2019 in good condition with the issue resolved and no permanent damage.